Event description:
Reporter alleged discrepant results with the blood glucose monitoring device and a valid lab comparison. Reporter stated device result was hi at 2116 and a retest measured hi at 2221 however a lab indicated 178 mg/dl at 2130. Reporter indicated there was no treatment or no delay in treatment as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.